Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803.

Event description:
Additional information was received from the consumer and a representative (rep) regarding the patient. The patient called to respond d to the letter that was sent to them for follow-up. The rep met with the patient on (B)(6) 2017, looked at the battery, and said everything was working properly and told the ¿rep¿ to continue charging more often. The rep changed the date on the implantable neurostimulator recharger (insr) because of the time change and did not change anything on the patient programmer. The rep told the patient that the charge was normal and the patient said that they will charge more often moving forward. The patient indicated that they only charged once a week because they were concerned the device would not last 9 years. It was noted that only 1 of the last 6 charge sessions had the ins charged up to 100%. It was recommended the patient charge twice a week and try to maintain a higher charge. The patient¿s weight was (B)(6) pounds at the time of the event. No further complications were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of non-malignant pain. The patient reported that they had to recharge their ins more frequently than usual. The patient reported that they were having problem with how long the ins stayed charged. The patient mentioned that they had to recharge their ins every 3 ¿ 4 days where as one charge used to last them 14 ¿ 20 days. The patient had the ins reprogrammed in the past, but not since the charging issue came up. The patient noted that their manufacturer representative told them that their settings were extremely high the last time they had met. The patient reported that they never let the battery level go below 25% and that they always charge the battery to 100%. The patient planned on following up with their manufacturer representative. No symptoms or complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.